Event description:
A reported was received that a pt's lead was exhibiting high impedances. The pt underwent a lead revision procedure to replace the lead and is reportedly doing well.

Manufacturer narrative:
The device involved in the event was not returned to bsn for eval, as it was discarded by the medical facility.